Manufacturer narrative:
Device expiration date: unknown. Initial reporter facility name: (B)(6). Device manufacture date: unknown. Investigation summary: as neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd eclipse" needle experienced a clogged needle. The following information was provided by the initial reporter: patient came in for covid19 vaccine injection. Pfizer 0.3ml drawn up with 1" x 25g needle and injected into l deltoid. Writer was unable to inject any of the medication. Needle withdrawn and exchanged. Pt aware of incident and need for second injection. Injection successful on second attempt without any resistance. Patient fainted after second injection, resolved quickly after juice and an ice pack to the back of the neck provided - no injury/harm associated with fainting spell. Level of harm: no apparent harm - reached patient/person, inconvenient.